Manufacturer narrative:
Company rep evaluated the system and could not duplicate the reported problem. As a precautionary measure, system's hard drives were replaced. System was safety tested to factory's spec.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.